Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 16.0-16.2cm from the connector pin, consistent with lead friction to the device can. Internal insulation abrasion was noted at 9.9-11.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that increased threshold and loss of capture were observed. Lead was explanted. Patient did not experience any adverse events.